Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels in the past (~50 mg/dl). The customer stated they believe the cause is not entering a bg value into the pump when requesting a bolus for a meal. Reportedly the customer did not know to enter their bg value when blousing. Customer reported they typically take glucose tablets to address low bg levels. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.